Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an inaccurate delivery issue with the insulin pump. At the time of the reporter's call to animas customer support, the reporter refused to troubleshoot the pump with the customer support representative, stating she would call back later when she had time and disconnected from the call. Animas customer support made several attempts to contact the reporter to obtain more information; however, the reporter has not responded to these attempts. There was no indication that the alleged inaccurate delivery issue caused or contributed to an adverse physical event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11-nov-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 04-nov-2019 with the following findings: a review of the pump black box and delivery history showed no evidence of a delivery malfunction. The complaint was reported on 27-jun-2016; according to the pump history, the pump was in use for deliveries until 10-aug-2017. Due to continued use, all pump history and black box had been overwritten for the time of the complaint. The available basal total daily dose (tdd) history confirmed the pump was delivering the programmed basal rate. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.